Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture was observed. While attempting to deliver a 3.00x16mm taxus express2 stent to the obtuse marginal (om) artery, the physician was unable to advance the balloon on the shaft. The shaft was removed and it was noted that the shaft was fractured. The physician "pulled another to complete the case." There were no patient complications associated with the event and the patient condition is reported as "ok."